Event description:
It was reported that this right ventricular (rv) lead was associated with a short circuit condition being detected during shock delivered. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.